Manufacturer narrative:
The country of origin is (B)(6). The customer noted that quality checks are run once in a 24-hour period if the equipment is being used or if new test strips are opened. The previous qc levels 1 and 2 had acceptable results. Only 2 test strips were returned. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.5 - 3.7 inr): returned strips test 1: 3.1 inr. Returned strips test 2: 3.1 inr. Retention strips test 1: 3.0 inr. The obtained results were in the allowed range. No error messages occurred. The returned and the retention material meet the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek pro ii meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 2.2 inr and within minutes, the laboratory result was 1.6 inr. On (B)(6) 2020 the meter result was 4.9 inr and 2 hours later the laboratory result was 3.0 inr. The patient's therapeutic range was requested but not provided.